Manufacturer narrative:
The investigation for the low pump flow and the positioning issue has been completed. No product returned. Reported patient accidentally pulling the pump out of the left ventricle into the aorta. The root cause of the positioning issue was most likely patient movement since the patient pulled the pump. Clinical reported suction alarms that were resolved by receiving a unit of blood. Data logs show suction alarms throughout the case and slightly lower flows. P-level was being adjusted throughout, staying around p-4 to p-6. There were no motor current spikes outside of p-level changes. The root cause of the low pump flow was most likely patient condition related since receiving volume reduced suction alarms. Corrections to the initial MFR report: h5 should have been yes.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and encountered low pump flow (suction alarms) requiring blood transfusion one day after start of support and thereafter experienced device malpositioning. During the basic angiogram, the patient quickly decompensated with hypotension and shortness of breath. Dopamine was started via intravenous piggyback. An impella cp was decided and initiated for mcs. One day after start of support, low pump flow was encountered. The patient received a unit of blood which improved pressures and resolved some suction alarms. Impella mcs continued. The following day, the nurse reported the patient accidentally completely pulled the impella out of the left ventricle with the pump in the descending aorta confirmed on echocardiogram. It was noted that the patient was extubated earlier this day and became increasingly confused overtime which led to the patient moving around a lot and then accidentally pulling out the pump from its position. The physician noted as the patient was hemodynamically stable with an ejection fraction now of 45%, the device would not be repositioned. It would remain in the aorta on surgical mode with removal later in the day morning. The device was successfully weaned and explanted. Following the explant, the patient was noted to have survived the procedure and was in stable condition.